Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that since (B)(6) 2018, the patient's ins has been turning off by itself. The patient has had to manually turn the ins back on. The rep is scheduled to meet with the patient on (B)(6) 2018. No symptoms were reported. No contributing factors were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the cause of the implantable neurostimulator (ins) shutting off by itself was due to the patient falling off a ladder in (B)(6) 2017. The rep noted that the patient was doing well on the day of the report with no more reports of the ins shutting off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they met with the patient and checked impedances, which were found to be normal. The positional sensor was checked and found to be good; it was recognizing the correct positions. They performed reprogramming by adding two new groups, and the patient was doing well. No further complications were reported or anticipated.